Manufacturer narrative:
Tandem¿s t:slim x2 pump user guide indicates: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally delivered insulin during the fill tubing process while still being connected. The customer was connected for approximately 10.2 units; tandem technical support (cts) instructed the customer to stop the fill immediately and disconnect the tubing from the site. Cts instructed the customer to complete the fill tubing while being disconnected. The fill tubing ran for several more units before the customer confirmed drops at the end of the tubing. The customer believed the tubing was not yet completely filled during the time in which he was connected and did not believe he received any insulin during the fill tubing. Cts educated the customer that fill tubing should never be performed while being connected to the site. Cts instructed the customer to monitor blood glucose (bg) level and to contact cts or health care provider if bg level drops low; customer acknowledged. Customer's blood glucose level was 373 mg/dl at the time of the report. Customer was successfully able to complete the load process and resume insulin delivery.